Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead and battery were removed entirely and that they would not be replaced in the future. The reported that the patient stated that the device hadn't been providing them symptom relief for quite some time but they were unable to give a specific length of time or onset. It was noted that there were no known environmental/external/patient factors involved and the patient reported that reprogramming and adjustments had been made but they were not able to provide dates. Ultimately the system was explanted and discarded. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an health care physician (hcp) via a manufacturer representative (rep). In response to the inquiry of if a cause of the ins not providing symptom relief had been determined the rep replied ¿no,¿ and noted that this information had been confirmed with the health care physician (hcp). There were no further complications reported.